Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (service code displayed) has been confirmed. Upon investigation the monitor failed incoming testing and displayed a service code 203. The cause for the failure was isolated to shorted q6, q7, q8, q10, q12 and q16 components on the on the defibrillator board, and u409 on the pca board. The root cause for the shorted components could not be positively identified. No adverse event resulted from the defective monitor.

Event description:
A us distributor reported that a monitor displayed a service code.